Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation of a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient was reported to be in hospice at the time of death. Although the reason for being in hospice was not provided, national policy states that dialysis must be discontinued when entering hospice unless ¿patients enrolled in hospice for a different diagnosis for which kidney failure is not thought to be contributing to the 6-month prognosis.¿ according to that policy, the patient¿s reason for being in hospice would not be related to his esrd diagnosis. Per the information provided, there was no reported issue with the liberty select cycler. The patient had completed the treatment prior to being found deceased. Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the patient¿s cause of death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient passed away from non-dialysis reasons while still connected to cycler. Additional information was obtained through follow-up with the patient¿s pdrn. The patient was found deceased by his spouse during the morning on (B)(6) 2026. The patient had already completed pd treatment, and the spouse was coming to disconnect the patient from the cycler when the patient was found. The patient was in hospice at the time of the death. The spouse called the hospice nurse. The nurse reported the time of death as 8:20am. The cause of death is unknown as there was no autopsy performed. The reason for the patient being in hospice was not provided. There were no reported issues with the liberty select cycler or other fresenius products related to the death. No further information was provided.